Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product, a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that while a patient was being monitored with a swan ganz catheter and a vigilance ii monitor, the cco values were noted to be from 8.8-10.9, which is not what the clinician anticipated given the patient status. The clinician swapped out the monitor and the issue was resolved. There was no other suspect equipment involved. There were no error messages observed. Further information, including patient demographics, was not able to be obtained. There was no patient harm or injury.

Manufacturer narrative:
The suspect vigilance ii monitor was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is received a supplemental report will be submitted. The device service history record report was completed and all manufacturing inspections passed with no non-conformances. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.